Manufacturer narrative:
(B)(4). If implanted, give date: not applicable as it is unknown if the lens was fully implanted. If explanted, give date: not applicable as it is unknown if the lens was implanted and therefore unknown if explanted. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during insertion into the eye, the intraocular lens (iol) was noticed cracked. No patient injury reported. No further information was provided.

Manufacturer narrative:
The intraocular lens (iol) was returned at the manufacturing site in its original folding carton. Visual inspection at 10x microscope magnification showed that the lens had a cut from the lens edge across the optic zone. Also, the lens was observed with a chipped edge. The customer's reported complaint was verified. Manufacturing records review: manufacturing records were reviewed and the lens was manufactured according to specification. The units were released according to specification. A search on complaints revealed no other complaints were received for this order number to date. Labeling review: the directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. The dfu states to examine the lens thoroughly to ensure particles have not become attached to it, and examine the lens optical surfaces for other defects. As a result of the investigation there is no indication of a product quality deficiency and the reported issue was verified. All pertinent information available to abbott medical optics has been submitted.